Event description:
It was reported that during an implant attempt, the lead helix tip "jumped" out of the lead when using the rotation tool and then the helix tip would not retract back into lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the proximal conductor was stretched, the lead appeared damaged at implant and the lead was stretched.